Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was experiencing shocking even with amplitude at 0.0v. The environmental/external/patient factor that may have led or contributed to the issue was the patient fell twice on their tailbone. The diagnostic/troubleshooting performed was electrode impedances were checked and a battery test was performed on (B)(6) 2018; impedances were within normal limits. The action/intervention taken to resolve the issue was the stimulator was turned off, but the issue was not resolved at the time of the report. The patient may have the system replaced, but the healthcare provider (hcp) doesn't accept their new insurance; they are working that out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). It is unknown as to whether or not explant/replacement is scheduled or planned; the patient is having insurance issues. The additional action/intervention taken to resolve the shocking was the rep reprogrammed on new programming on good electrode combinations. No further patient complications have been reported as a result of this event.